Manufacturer narrative:
Additional information was added to d9, h3, h4, h6 and h10. H4: the lot was manufactured from (B)(6) 2020 - (B)(6) 2020. H10: the device was received for evaluation with no fluid in the bladder because the distal luer was not closed which allowed fluid from the bladder to empty inside a bag that contained the sample. Visual inspection did not identify any abnormalities that could have contributed to the reported condition. A functional flow rate test was performed, and the flow rate of the device was found to be within specification. The reported condition was not verified. The device was determined to be conforming product. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Baxter was unable to determine root cause for this underinfusion report. The following factors may affect the flow rate and be potential causes for this report: (1) fill volume, (2) temperature, (3) viscosity of the medication, (4) the difference in height between the fill port and the distal end luer lock/flow restrictor and (5) catheter size. The influence of all these factors is described in the product labelling. The products¿ instructions for use provides further information on the five (5) factors listed above. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a large volume infusor under infused while connected to an unspecified one link. It was further reported, after the expected infusion time of 96 hours of infusion, ¿a lot of drug¿ remained in the device. The device was filled with 5-fluorouracil and infused via a peripherally inserted central catheter (PICC). This was observed after use of the device. There was no report of patient injury or medical intervention associated with this event. No additional information is available.